Event description:
During follow-up, lead dislodgement was suspected on the right ventricular (rv) lead. The rv lead was explanted and replaced. Additional information was requested but not yet received. The patient was in stable condition. Manufacturer report number: 2017865-2018-16248.